Manufacturer narrative:
(B)(4). MFR. Report # 1531186-2013-03495 indicting the manufacturer as chien ti enterprises co., ltd when in fact the correct manufacturer is c.t.m. Homecare products.

Event description:
It was reported that a l-3b scooter had an unknown malfunction causing the user to get a small split in her elbow (1/2-3/4 in). Additional information was requested.